Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer¿s adc freestyle libre sensor displayed a ¿replace sensor¿ message after 7-days of wear. It was further reported that on (B)(6) 2018 customer experienced hypoglycemia but the sensor could not produce a reading. Customer¿s family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the reported sensor patch and no issues were observed. Data was successfully extracted from the sensor. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug. The sensor plug was seated properly. Removed the sensor plug assembly and performed visual inspection no issues observed. Sensor inserted into the sim-vivo test fixture. All results were within specification. No product deficiency was identified. This also serves as a correction report. ( country) was incorrectly documented in the initial report. Country has been updated.

Event description:
Customer¿s caregiver reported customer¿s adc freestyle libre sensor displayed a ¿replace sensor¿ message after 7-days of wear. It was further reported that on (B)(6) 2018 customer experienced hypoglycemia but the sensor could not produce a reading. Customer¿s family member administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.